Event description:
A surgeon reported that three weeks following intraocular lens (iol) implant surgery, a patient presented with severe ocular inflammation, uveitis, hyalitis, hypopyon, and a decrease in visual acuity. The cataract surgery required suture(s). The patient was treated with medications. The surgeon reported that the prognosis for the patient is good.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. This report was mailed to FDA on: 11/14/2008.